Manufacturer narrative:
Failure analysis noted that the pump had button error alarm followed by intermittent buttons due to corroded keypad traces. There was no frozen screen and no moisture damage at the electronic or motor assemblies. The pump powered up properly after battery installation. The pump was received with operating currents within specifications. There were no unexpected weak battery alarms. The pump had a cracked case at the lcd window corners, cracked battery tube and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The customer's blood glucose reading was 200 mg/dl. The customer stated that she had the pump on her waist band while playing basketball and she was sweating a lot. The customer stated that the pump also alarmed failed battery test then button error and none of the buttons were working. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.